Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis also observed that one grip was bent, causing side to side misalignment of the grips. There was a .105 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The electrical continuity test was performed and passed. Failure analysis concluded that the bent grip damage was likely due to mishandling. Failure analysis also observed an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentation was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, while using the fenestrated bipolar forceps instrument, it did not have full range of motion, not the jaws, the wrist had limited movement. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.